Event description:
Caller states the lancet protruded beyond the end cap of the multiclix device after firing. Caller reportedly applied ice to her finger following a painful finger stick; no medical treatment required. No adverse event reported. Product has been replaced.

Manufacturer narrative:
The event occurred in another country.